Manufacturer narrative:
After installing the battery tester the unit shows low power battery sign and no key function due to c13 voltage leak on interface board. Pump passed displacement test.

Event description:
Information provided to medtronic indicate that the customers insulin pump had a weak battery charge and alarms. The customer's blood glucose was not provided, the customer returned the device for analysis.